Event description:
It was reported that the patient underwent gynecological procedures; prolift and tvt-secur on (B)(6) 2008 and tvt on (B)(6) 2012 were implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(4) - urinary/ bowel problems. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 due to sui and cystocele. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence and vaginal scarring. It was reported that the patient underwent excision of anterior wall mesh, excision of mesh, removal of endocervical polyp, cystourethroscopy to evaluate potential foreign body in bladder, cystocele repair, sacrospinous ligament hysteropexy, rectocele repair and mesh sling on (B)(6) 2012 due to sui, rectocele, enterocele, voiding dysfunction, difficulty defecating and failure of synthetic mesh. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
This report summarizes 1 malfunction event in which the device had run-on. 1 event had no patient involvement; no patient impact.